Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was successfully interrogated and the pacemaker's memory content was analysed confirming the clinical observation. The device switched to the battery status "eri" on (B)(6), 2015. Further inspection of the memory content revealed that the device switched to the "eri" status as a result of the detection of invalid memory content. In particular, the battery holter was evaluated indicating no elevated current consumption. The battery voltage was as expected for a fully charged battery. Therefore, a reset of the "eri" status was successfully performed. Subsequent interrogation yielded the battery status "ok". A stress test under different temperature environments was performed. The battery status of the device was as expected. In summary, the device proved to be fully functional. The analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, an invalid memory area led the device to switch to the battery status "eri". The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 3 years eri was reported. The implant and explant dates were not provided. No adverse patient side effects have been reported. The pacemaker was explanted and returned for analysis.